Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing discomfort at the ipg site. The patient had also lost 20 lbs which could also have caused discomfort to the pocket site. To address the issue patient underwent surgical intervention on (B)(6) 2019 where the pocket site was repositioned to the right flank side area. Effective therapy was resumed post operatively .